Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported air in line alarm. The cause was determined to be that the air in line sensor was out of calibration. To address this issue the air in line sensor was recalibrated. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flogard infusion pump experienced an air in line alarm. There was no patient involvement. No additional information is available.